Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; the battery compartment was allegedly cracked. There is no indication the alleged product issue caused or contributed to an adverse event. The pump was returned to the manufacturer and investigation completed on 19-jul-2018. On investigation, the battery compartment was confirmed to be cracked. Investigation duplicated the complaint. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery.